Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at below nominal pressure, the balloon ruptured. The procedure was completed with a different device. No known patient complications nor injuries reported.